Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (302 mg/dl at its highest) and corrective boluses were delivered to address the bg. As the customer was new to pump therapy, the pump settings were thought to be incorrect and in need of adjustment. Also, the customer forgot to enter the food bolus. There has not been any issues with the pump supplies. The customer was "fine now" and the contact was going to speak to a healthcare provider about the high bg and pump settings.